Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the procedure, known atrial lead noise continued to be observed. The noise was not reproducible with isometrics. The lead was capped and replaced on (B)(6) 2019. The patient was stable.